Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter. This catheter was inserted into the patient. When it was removed, they noticed that the tip had a discolored coating and stated it may have been a plastic like substance. The catheter was replaced. No mapping or ablation was performed with this catheter. The procedure was completed with no patient consequence. The foreign material described in this complaint was within the usable length of the catheter and therefore assessed as a reportable malfunction as it poses a risk to the patient.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/24/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref no: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter. This catheter was inserted into the patient. When it was removed, they noticed that the tip had a discolored coating and stated it may have been a plastic like substance. The catheter was replaced. No mapping or ablation was performed with this catheter. The procedure was completed with no patient consequence. The returned device was visually inspected and off-white with light reddish color foreign material with blue fibers was found rounding the dome. Therefore, a fourier transforms infrared spectroscopy test (ft-ir) was performed in order to identify the type of foreign material; the results demonstrated that the material has a biological composition similar to that showed by human skin. After that, the catheter was tested for electrical performance, temperature response and generator compatibility and it was found within specifications. In addition, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was evaluated for the carto 3 system and it was recognized by the system. During the test, no error messages were displayed and the catheter was properly visualized. The eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for the screening test and force calibration check and the catheter passed both tests. The force feature was working properly; the force sensor values were found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding foreign material has been confirmed. However, a biological material was found on the tip, based on available analysis finding results. The failure mode does not appear to be caused by any internal biosense webster inc. Processes, since the catheter integrity was found in good conditions.